Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the helix would not extend. The lead was not used. There were no patient complications reported as a result of this event.